Event description:
Patients knee was feeling loose. Doctor swapped out the 6x12 poly to a thicker 6x16 poly and conducted a washout. Surgery was completed as intended.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4) device loosening, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.